Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. S

Event description:
Boston scientific received information that this right ventricular (rv) lead was recently implanted and during routine follow-up it was noted that the pace impedances abruptly increased from 580 ohms to greater than 3,000 ohms. There was also a decreased in sensing measurements from 16 millivolts to 5 millivolts and the auto threshold test was unable to be performed. It was suspected that the lead was fractured. Additional information indicates that a chest x-ray was performed and there appears to be a 90 degree sharp angle in the rv lead. It is suspected that there is a partial fracture of the low voltage cable. Additional information was provided that indicates that the patient underwent a revision procedure. When the physician loosened the setscrew, there was no resistance felt and the lead was pushed in and the setscrews were tightened back down. This resulted in normal lead measurements. Furthermore, the device was repositioned in the pocket and the 90 degree angle was softened. No further complications were reported.